Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y procedure. The suturing devices were being used for suturing the mesentery and other areas in the small bowel. The devices were difficult to toggle, sticking. In order to resolve the issue and complete the case, used another suturing device. There was no patient harm. The patient outcome is alive, no injury.